Manufacturer narrative:
As reported, the hemostasis valve of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from the catheter and was noted on the coronary sinus catheter after removal and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter from the patient prematurely. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The catheter was prepped correctly by the or staff. The device was discarded and will not be returned for evaluation. Three photos were reviewed. The graphic material shows a label with catalog number 504-611x and lot number 18500965 for the sheath introducer. The images show that the cap and hemostasis valve were detached from the hub of the sheath introducer. No additional details were observable in the graphic material, and the photos/videos do not provide sufficient information to determine whether a manufacturing-related issue is present. Based on the available visual information, no further conclusions can be drawn, and no actions will be taken at this time. A product history record (phr) review of lot 18500965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿hemostasis valve/hub ¿ separated¿ was substantiated by photo analysis however, the root cause cannot be determined because the device was not returned for analysis. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), to exchange catheters, slowly withdraw the catheter from the csi and repeat the insertion procedure. Based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the hemostasis valve of an 11f 11cm avanti+ catheter sheath introducer (csi) separated from the catheter and was noted on the coronary sinus catheter after removal and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter from the patient prematurely. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The catheter was prepped correctly by the or staff. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the check valve of an 11f 11cm avanti+ catheter sheath introducer (csi) came out with the sinus catheter, and there was no way to prevent back bleeding and substantial blood loss other than quickly removing the rest of the catheter from the patient. There was no reported patient injury. This failure occurred when removing coronary sinus catheters at the conclusion of the case. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.